Event description:
It was reported that a system error (se) 2240 (air in set) alarm occurred during dwell three of five on the homechoice (hc). The patient was connected at the time of the alarm. During troubleshooting, the patient stated that they were not sure if the patient line had been fully primed. The technical service representative (tsr) advised the home patient (hp) that the patient line must be primed all the way before connecting and reviewed proper procedures with the hp. The tsr advised the hp to start over with new supplies. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Though the patient line may not have been completely primed, an incomplete prime during the dwell stage is not a known cause of this alarm. Should additional relevant information become available, a supplemental report will be submitted.